Event description:
During implant, low sensing, increased pacing impedance and capture threshold were observed on the right ventricular (rv) lead. The physician repositioned the rv lead but the issues were not resolved. The issues were resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance, capture threshold and low sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.